Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and non-bsc right atrial (ra) lead exhibited respiratory rate trend (rrt) oversensing and high out of range pace impedance measurements ranging from 600 ohms to greater than 3000 ohms. Technical services discussed possible spring connector issue, and suggested programming and troubleshooting options. No adverse patient effects were reported. The system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).